Event description:
The event is reported as: complaint alleges: "the needle of the suture caught in the cage of the device and the suture broke off during procedure on a pt." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device history report (DHR) could not be conducted since the lot number was not provided. No corrective action can be established at this moment since the defective sample and batch number are not available for evaluation.